Event description:
Per the clinic, the patient experienced healing issues post implantation surgery. The patient was prescribed levaquin (dosage and duration not reported). The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.